Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm and the touchscreen was unresponsive, but still functional. After the altitude alarm was cleared the customer was able to resume insulin delivery. The customer's blood glucose (bg) level was 382 mg/dl and insulin injections were used to address the bg level.